Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp, as the facility services their own iabps. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while attempting to transfer a patient from a system 97 intra-aortic balloon pump (iabp) with a linear 40cc intra-aortic balloon (iab) to a cardiosave iabp, the unit experienced autofill failures. The customer tried troubleshooting with no improvement, and was able to reattach the patient to the system 97 without issue. The customer sent for a back- up cardiosave unit. No adverse event was reported.